Event description:
It was reported that the remote user interface (rui) on the 9800 system experienced an alarm that could not be cleared. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the rui, motion control unit (mcu), backplane and the psi power supply. The pcbs were reseated and the candle sticks were greased. The system was tested and found to be working as intended and placed back into service.